Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Unknown triathlon sz 3 right cr cementless femur; cat# unknown; lot# unknown. Unknown triathlon sz 4 tritanium baseplate; cat# unknown; lot# unknown. Unknown triathlon sz 35 assymentric tritanium patella; lot# unknown. The following devices were also listed in this report: it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: revised a right triathlon cr/cs cementless knee due to infection.